Event description:
It was reported that a patient presented remotely via merlin.net. Examination of the transmission revealed over-sensing of noise on the patient's right ventricular (rv) lead, resulting in pacing inhibition and inappropriate shock. The patient reported discomfort from the shock. Corrective programming changes were made to disable high voltage therapy. Surgical intervention was planned but was unable to be completed and future surgical intervention was discussed. No additional intervention was reported. The patient was stable throughout.